Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilatation of the pylorus procedure performed on an unknown date. According to the complainant, during the procedure, the middle part of the balloon could not be inflated due to the exit marker being bunched up and moved out of position. No other visible damage was noted to the device or its packaging prior to use. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was bunched up and the exit marker was found to be bunched on top of the balloon, which indicates excessive force. It was also noted that the catheter was cut. Functional analysis could not be performed due to the condition of the device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilatation of the pylorus procedure performed on an unknown date. According to the complainant, during the procedure, the middle part of the balloon could not be inflated due to the exit marker being bunched up and moved out of position. No other visible damage was noted to the device or its packaging prior to use. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number 90504745-24 could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Reported event of exit marker bunched up and detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.